Event description:
It was reported that the patient presented in the hospital experiencing bradycardia and discomfort. Upon review, it was noted that the pacemaker (pm) exhibited an unspecified interrogation problem and extra cardiac stimulation. The pm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of interrogation problem was confirmed. The reported event of extra cardiac stimulation was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. As a result of this finding, abbott is performing further investigation. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.